Event description:
The international customer reported during the self test the device alarmed vent inop and stopped operating due to a machine and proximal pressure sensor failure reference. There was no patient involvement.